Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the last 5 or so times they charged their implanted neurostimulator (ins), the battery felt like it was getting really hot, almost to the point where felt like they were going to burn their skin. Agent asked if it was the implant inside them or the paddle getting hot and patient thought the area of the implant, but didn't know for sure. Patient said the heat started pretty quickly after starting to charge and the area radiates but did not stay hot the whole time. Patient said when they would get to the point where they were about to take the recharger off, the heat would start cooling back down. Patient had not noticed any errors while charging and said they fell like 2 months ago but got checkout out by a spine doctor and dr. (B)(6) and their rep, and everything was good with the implant. Patient inspected the recharging antenna and said there was a little spot in the cord where the cord twists. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent reviewed to follow up with healthcare provider/representative if issue persists after replacement. Upon further review, agent would like to add that patient said they charge daily.